Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was seen in clinic for a routine follow up and reported pain at the driveline exit site and slightly increased drainage. Mild erythema at the driveline exit site. A wound culture grew abundant coryne bacterium and moderate dermabacter hominis. The patient was started on bactrim and doxycycline po. No further information was provided.

Manufacturer narrative:
A specific cause for the reported driveline infection could not conclusively be determined through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas) support and no additional driveline infection issues have been reported at this time. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.